Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted damage from a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). Also noted were non penetrating nicks on the port. There was no indication of wear related damage to the portion of the lap-band system returned. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Performance tests indicated fluid was able to be added and removed freely. The lab was unable to duplicate or confirm the reported event. There is no other info available at this time from the surgeon to determine the cause of the alleged event. Further info from the reporter regarding serial number and implant date has been requested. Device labeling addresses the possible outcome of this event as follows: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arcing transition into the abdomen.

Event description:
Reported by the pt as, "a faulty lab-band was placed." F/u finding of a possible port flip and a possible kink in the tubing. The dr had difficulty removing fluid. The port was removed. Add'l findings per the operative notes, the port was not displaced and no kinks were observed. There was still difficulties with removing fluid from the port all at once.